Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was slender and the ins was originally implanted on her right side. Eventually, the ins was sitting on her bone about 1mm off her bone, and this was irritating her bone. The patient stated on (B)(6) 2017, she had a fusion done. At the same time, the doctor also relocated the ins to her left side and moved the ins further up; however, the bone on her right side had never stopped hurting. Patient services asked if the patient had followed up with her doctor. The patient reported she had, and they kept telling her that maybe it was scar tissue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that had problems with their first ins. They clarified that ¿months¿ after they received their original ins on (B)(6) 2014, they started feeling pain from the ins. They stated that they were slender and that this was part of the reason for their pain. It was indicated that this was previously documented. The patient stated that because of this pain their ins was moved from their right side to their left side. The patient stated that this revision happened maybe a year ago. The patient also mentioned possible scar tissue from a previous ins and questioned what was done medically about possible scar tissue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the implant was placed on the right side buttocks. The patient reported that eventually it started to hurt because it rubbed the fat away from the bone. The patient noted that she was slender. The patient reported that a couple of years ago, they took it out and implanted a new device on the left side. The patient reported that scar tissue had developed and pain where the implant was removed. No further complications were reported. [Refer to (B)(4)-broken pin, ins dead, pain-for details pertaining to the related event.]